Event description:
A cartridge alarm 20 was reported on the customer's pump during pumping. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.